Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac). The customer informed tac of the event. The customer reported the cables were reseated. Tac advised to turn the unit off an d on. When the unit was turned back on, the screen stopped blinking. The unit works and there is an image on the monitor. The customer had to disconnect due to a procedure that was going to start. The device will not be returned to olympus for evaluation. Based on historical data, possible causes include electrical problems such as: electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; electrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing issue. That could lead to image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented no image on the monitor. The issue occurred during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.